Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. D3 added suite (B)(4).

Event description:
It was reported by the patient that after an hour of wear time, the bhs causes extreme pain, and she can only wear it for an hour at a time. The orthopedic doctor told her to cut back to like 3 hours a day or break up into sessions. The patient saw the rheumatoid doctor and he told her the setting could be adjusted and to call. The patient was upset at the hassle. The patient was told by the sales representative they would reach out to a team member. The sales representative wanted to check if the bhs could be switched to an opak device. No additional information has been received at this time.it was later reported by the patient that when she wears the unit, the pain is in her left hand. The patient is having pain within an hour to two hours. The patient is treating the forearm. The patient stated that she compares the pain to nerve pain or carpal tunnel pain. The pain level started at a 2 or 3 out of 10 and it would build up and after a few hours, the patient will take it off. The patient treats with the device approximately 5 hours a day. The patient has seen her surgeon. The patient takes off the unit when the pain level is at an 8.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: device code, impact code additional information - h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that after an hour of wear time, the bhs causes extreme pain, and she can only wear it for an hour at a time. The orthopedic doctor told her to cut back to like 3 hours a day or break up into sessions. The patient saw the rheumatoid doctor and he told her the setting could be adjusted and to call. The patient was upset at the hassle. The patient was told by the sales representative they would reach out to a team member. The sales representative wanted to check if the bhs could be switched to an opak device. No additional information has been received at this time. It was later reported by the patient that when she wears the unit, the pain is in her left hand. The patient is having pain within an hour to two hours. The patient is treating the forearm. The patient stated that she compares the pain to nerve pain or carpal tunnel pain. The pain level started at a 2 or 3 out of 10 and it would build up and after a few hours, the patient will take it off. The patient treats with the device approximately 5 hours a day. The patient has seen her surgeon. The patient takes off the unit when the pain level is at an 8.

Event description:
It was reported by the patient that after an hour of wear time, the bhs causes extreme pain, and she can only wear it for an hour at a time. The orthopedic doctor told her to cut back to like 3 hours a day or break up into sessions. The patient saw the rheumatoid doctor and he told her the setting could be adjusted and to call. The patient was upset at the hassle. The patient was told by the sales representative they would reach out to a team member. The sales representative wanted to check if the bhs could be switched to an opak device. No additional information has been received at this time.